Event description:
Caller reported customer aviva system result of 180 mg/dl, professional system result of 100 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.